Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
Customer reports via phone that during a urology retrograde cystogram, with stone removal and stent placement on a male patient (age unknown), the system fluoro failed. Physician completed the procedure using rad imaging. Patient is fine. No reported injury.